Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user deleted old data to continue procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the images could not be saved in the device. During troubleshooting, the fse found that the space was low. The fse recreated the image store. After recreating the image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not save fluoroscopy images. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.